Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03594. The patient received his scs system, including two percutaneous leads, on (B)(6) 2010. As the patient was not receiving adequate pain relief from the scs system, he requested it be explanted. During the explant procedure, the physician found that one of the leads was broken off inside the header, approximately 1/2 inch from the strain relief. The explanted products were returned to the manufacturer for analysis. The lot number for the broken lead was not provided; therefore, a report has been filed for both leads. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: evaluation summary: the device history (DHR) and sterilization records were reviewed and found to meet specifications. As no anomalies were found, the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Two incomplete leads with multiple cuts throughout were returned to the manufacturer for analysis. Neither functional nor performance testing could be performed due to the condition of the returned leads. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.